Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00138 on 12-apr-2019. Additional information (18-june-2019): siemens further investigated the issue. Siemens evaluated the service actions performed by the field service engineer (fse) and determined that the fse proactively replaced the reagent syringe. Siemens followed up with the customer regarding the instrument's performance and the customer reported that no further discordant results were obtained after the service intervention. Siemens determined that wash pump malfunction contributed to the discordant cardiac troponin I-ultra (tni-ultra) result. The conclusion code of section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2019-00138 on 12-apr-2019 and the first supplemental MDR on 10-jul-2019. Additional information (08-may-2019): a siemens field service engineer (fse) was dispatched to the customer's site to troubleshoot the instrument. After inspecting the instrument, the fse replaced and reconfigured the luminometer. The customer validated the instrument performance by running quality controls (qcs), and the qcs recovered within acceptable ranges. The customer also reported the following: from (B)(6) 2019 through (B)(6) 2019, the customer sporadically observed that different troponin I-ultra (tni-ultra) results were obtained on patient samples between the advia centaur cp and advia centaur xp instruments. However, the customer did not provide supporting data. The customer did not obtain additional discordant tni-ultra results after the fse replaced the luminometer. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center. The customer reported that quality controls (qcs) were within acceptable ranges on the day of the event. A siemens field service engineer (fse) was dispatched to the customer's site. During this visit, the fse: inspected the instrument; observed that the wash pump malfunctioned; replaced the wash pump and reagent syringe; performed a total service check and preventative maintenance. The customer was advised to re-calibrate instrument. Siemens is investigating the issue.

Event description:
A discordant cardiac troponin I-ultra (tni-ultra) result was obtained on a patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s). The sample was repeated on an advia centaur xp instrument. The result obtained on the advia centaur xp instrument was reported, as the correct result, to the physician(s). The customer did not provide results that were obtained on the patient sample. The discordant tni-ultra result prompted the customer to run a patient correlation study between the advia centaur cp and advia centaur xp instruments and the customer observed different results between the instruments. The customer confirmed that the results obtained on the advia centaur xp instrument were the correct results. There are no known reports of patient intervention or adverse health consequences due to the discordant tni-ultra result.